Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in failure of the instrument. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned with two monofilaments. One of the monofilaments was already in device. The device did not appear to be deformed and showed no signs of debris. A functional evaluation revealed the device functioned as intended. The device advanced the monofilament with using one wheel to advance and both wheels to advance. The spare monofilament also advanced with no hesitation. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure, about 4 inches, the accu-pass suture shuttle stopped advancing. The wheels stopped moving, bound up inside. The procedure was completed with competitor device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.